Event description:
Customer experienced an allergic reaction after using the reli on nitrile glove. The reaction included face swelling, and burning/blistering of right hand. Customer went to emergency room where she received shots and prednisone. Customer was out of work for seven days. Customer is still using product from the same box without any reactions.